Event description:
It was reported that the insulin pump was dropped and it got broken/damaged. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to unlocked connector on lcd board. The device had broken off end cap, cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.